Event description:
Medtronic received information that after being sutured into place, the physician reported concern that the opening of this bioprosthetic mitral valve was too wide as compared to previous valve models. Echocardiography indicated the valve was not closing normally. The valve was explanted in the same procedure, and replaced by a non-medtronic mitral valve. No adverse patient effects were reported. The valve has been requested for analysis.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The valve has not yet been returned for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Manufacturer narrative:
Product analysis: upon receipt of the valve at the medtronic¿s quality laboratory, the valve was found to be discolored showing evidence of blood contact. All leaflets were in a semi - relaxed position which is a normal finding for this valve as it is processed with the leaflets in relaxed state. All leaflets were slightly stiff but flexible. This is expected since the valve went through decontamination process that includes a high concentrate of a tissue fixation and the blood contact: both are known to cause stiffness of the tissue. All commissures were intact. Conclusion: the valve was returned to medtronic for a full evaluation. A gross visual examination, has been completed and the laboratory findings state: all leaflets are in a semi-relaxed position. All leaflets appear slightly stiff but flexible and intact. All commissures were intact. The valve was then tested in-house on the pulse duplicator. Hydrodynamic testing data showed the gradients were within the historical testing data from the clinical control group. The regurgitations were slightly greater than the base line of regurgitation. High speed video showed this mitral valve exhibited wide full opening of the leaflets at all flow rates. Upon closure, there was evidence of minor leaflet redundancy, with the right and left cusps causing the non-coronary point of coaptation to shift slightly away from the central flow area. Closure was adequate to prevent leakage, however the leaflets appear stiffened due to blood contact and exposure to the decontamination solution. This likely explains the slightly higher regurgitation. The examination results found the leaflets appeared to be crowded, and did not meet the manufacturing requirement for coaptation. This observation was supported by the high speed video which indicated the right and left cusps causing the non-coronary point of coaptation to shift slightly away from the central flow area. This crowding of the leaflets could potentially cause the misalignment of the leaflets, leading to commissure dehiscence / regurgitation. Results found that medtronic has not received any similar cases regarding crowded valves causing a coaptation issue and/or misalignment of the leaflets. In an effort to prevent recurrence of this type of issue this complaint was communicated to our manufacturing and quality engineers. Crowded leaflets related risks are addressed in the current risk management file. The occurrence of misalignment of leaflets due to crowding is still within the predicted risk. Based on this information, no formal investigation or additional actions are recommended at this time. Medtronic will continue to monitor field performance for similar events should they occur. (B)(4).